Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle insulinx meter and freestyle strips were reviewed and the dhrs showed the freestyle insulinx meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the test did not start on his adc blood glucose meter after blood was applied to a test strip inserted into it. Customer further reported that on (B)(6) 2017 he was experiencing tremblers, dizziness and ¿discoordination," but when he tried to check his blood glucose the test did not start. Customer self-presented to a pharmacy where a reading of 46 mg/dl was received on the pharmacist¿s meter. He was given juice and sugar to consume and then he self-administered a glucagon injection. Later in the day, customer self-presented to a health center and was diagnosed with hypoglycemia, but did not receive any additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. During troubleshooting it was revealed the customer was using test strips that expired on august 31, 2017. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the test did not start on his adc blood glucose meter after blood was applied to a test strip inserted into it. Customer further reported that on (B)(6) 2017 he was experiencing tremblers, dizziness and ¿discoordination," but when he tried to check his blood glucose the test did not start. Customer self-presented to a pharmacy where a reading of 46 mg/dl was received on the pharmacist¿s meter. He was given juice and sugar to consume and then he self-administered a glucagon injection. Later in the day, customer self-presented to a health center and was diagnosed with hypoglycemia, but did not receive any additional treatment. There was no report of death or permanent injury associated with this event.